Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) event. The patient's normal bg range is from '100-150 mg/dl.' On the morning of (B)(6) 2012, the patient reportedly had high bg's with nausea and vomiting. She also had positive ketones in her urine. At 8:00 am that morning, the patient had a fasting bg level of '411 mg/dl.' The patient took a correction dose of 5 units via syringe and by 9:00 am, her bg came down to '340 mg/dl.' The patient took another correction dose of 3 units at an unspecified time and by 9:50 am her bg came down to '335 mg/dl.' The patient called anm back later that same day on (B)(6) 2012, and indicated that her bg came down to '286 mg/dl.' She had vomited prior to calling back. The anm representative involved in this contact advised the patient to call her health care provider (hcp) immediately. Through troubleshooting, the anm representative did not find any evidence of a pump malfunction. The tdd added up correctly with bolus and basal amounts. No associated alarms were found in the pump's alarm history. The patient was not reusing her supplies. She was storing her supplies at room temperature. No site issues were reported. The patient confirmed that the pump's basal rates and bolus settings were correct. The patient, however, was performing the prime step correctly. According to the anm representative, the patient was not holding down the ok button to see drops come out of the tubing during the prime step. The patient was instructed through proper priming. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error considering no issues were found with troubleshooting of the subject pump. In addition, the patient was not performing the prime stepcorrectly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: due to continued use of the pump, any information from the event date was overwritten in the pump¿s history. The available dates in the pump¿s history began (B)(4) 2013. A review of the available history showed no errors or alarms related to the event. The daily insulin delivery totals were found to correctly reflect the user¿s programmed basal rates. During testing, the pump performed the rewind, load, and prime steps with no issues. The pump was exercised for 24 hours with no errors, alarms, or warnings. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.